Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
The paperwork sent with the explanted device stated that it was explanted in 2007 due to skin breakdown at the anterior edge of the implant. The pt was reimplanted with a new device (no data provided).